Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient had PICC placed (B)(6) 2014. Later determined device leaked. Device replaced (B)(6) 2014 and found to have small hole in line. Unable to determine if product defect or wear of device.